Event description:
On 01/31/2008 the distributor reported that during a l5-s1 procedure the surgeon was assembling a traxis cage when the inserter broke. This caused a 15 minutes surgical delay. There was no report of intervention required to retrieve the broken pieces nor any report of pt injury.

Manufacturer narrative:
Evaluation is pending upon the return of the product.